Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level reveals that the fracture is located at the driver¿s distal tip. The second half of the driver tip was not returned for evaluation. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results.

Event description:
Complaint description: during the revision of a posterior fusion l3-pelvic, the interface tip on the di poly driver sheared off as cfx screw was implanted into the patient by mr. (B)(6). The tip was left in situ in screw shank. This was the last screw to be inserted so no delay was caused to the case. Ztemp: t20 driver shaft - the tip was rounded due to wear and tear. 'Product discarded' has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If 'wear and tear' is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a 'product complaint' for investigation. This case is linked to case reference: (B)(4).

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
During the revision of a posterior fusion l3-pelvic, the interface tip on the di poly driver sheared off as cfx screw was implanted into the patient by mr (B)(6). The tip was left in situ in screw shank. This was the last screw to be inserted so no delay was caused to the case. Ztemp: t20 driver shaft - the tip was rounded due to wear and tear. Male patient initials (B)(6). 'Product discarded' has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If 'wear and tear' is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a 'product complaint' for investigation. This case is linked to case reference: (B)(4).